Manufacturer narrative:
Although the customer sent the suspect set to carefusion, it was shipped to an incorrect department and during transport to the investigation department was inadvertently lost or discarded. The customer complaint could not be confirmed because the product was not able to be investigated. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. The concomitant device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported at 1126 a secondary infusion 20meq kcl 50 ml (50ml per 1 hr.) Was initiated. At 1145 the nurse noted that the secondary was emptied and the device was still running which had volume to be infused however the bag was emptied and no audible alarms noted on the device. There was no report of patient harm. The patients pre potassium lab were 3.3. The facility biomed conducted its own investigation and found that the secondary kcl back flowed into the primary bag. The programming reports confirmed that it was programmed correctly.